Manufacturer narrative:
Complaint confirmed. Visual evaluation identified and confirmed that the screw head had fractured off. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an ankle fusion procedure, the head of a 4.5x55mm screw, ar-8545-55, broke off while the surgeon was inserting the screw into the compression hole of the mis fusion plate. The screw was able to be removed with broken screw instrumentation without any harm to the patient. Image attached. No additional information provided. Further information requested. Additional information provided on 3/30/21: the case was completed by inserting a 5.5mmx55mm, ar-8555-55, lot number unknown, and placed screw in the same drill hole with no other issues. The complaint device was discarded after the case and will not be returned for evaluation.